Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis found that the device battery voltage had recovered after being disconnected during rpa analysis. This is typical for this type of battery. Pal analysis found that the device was fully functional with nominal system current drain when powered by an external supply. The cause of the premature battery depletion was not determined. If information is provided in the future, a supplemental report will be issued.